Event description:
Additional information received reported that the patient's battery was at end-of-life. The patient had her battery replaced and was happy, with no concerns.

Event description:
It was reported that the patient was losing the stimulation sensation and requested to have her internal neurostimulator (ins) checked. The patient indicated that her stimulation 'comes and goes.' The patient stated that she had not used her patient programmer and reported that the ins battery had not been checked in a while. It was noted that the patient could not use the patient programmer on her own and limited troubleshooting was performed with the patient. The patient reported that there was no known accident or incident that attributed to this event. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2008, product type accessory; product ID 3487a, lot# j0104250v, implanted: (B)(6) 2001, product type lead. (B)(4).